Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, device manipulation in addition to a chronic dissection likely contributed to the vascular obstruction noted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Upon review of medical records, exacerbation of a pre-existing injury was noted. The right common femoral artery was accessed under ultrasound guidance and an 8-french sheath was advanced. The pigtail catheter was threaded into the ascending aorta and aortography was performed. The left common femoral artery was accessed under ultrasound guidance. Perclose devices were placed and then upsized to the 14-french sheath. The patient was partially heparinized. The aortic valve was crossed. Balloon aortic valvuloplasty was done under rapid ventricular pacing. The crimped valve and delivery system was advanced through the sheath and positioned in the native valve under fluoroscopic guidance. The valve was deployed under rapid ventricular pacing with good result. Completion aortography was performed and the delivery system was removed as well as the sheath and 2 perclose devices were used to tie down the access site. Post-procedure aortoiliac runoff showed no flow down into the left common femoral artery, likely because of some interaction with her chronic dissection there from a previous catheterization. An attempt was made to place the sheath up and over through the right side and balloon with a 6-mm angioplasty balloon; however, this did not relieve the flow limitation. A left common femoral artery cutdown was performed. A 4 cm cutdown straddling the puncture site was done and the left common femoral artery was dissected. Debakey vascular clamps were placed above and below. The 2 perclose devices were excised and a longitudinal arteriotomy was performed. There were several layers of dissection flap, both her chronic old one and a new one. The intima was excised proximally, bluntly pulling out a good flap of intima after releasing the proximal clamp temporarily. The distal end of the arteriotomy was examined and the intima leading down into the superficial femoral artery was tacked up to the wall at 4 different places and a patch angioplasty was performed with a bovine pericardial patch. The vessel was de-aired, clamps were released, and hemostasis was achieved. She had a good pulse distal to the angioplasty site and a biphasic dopplerable dp pulse. Heparin was reversed with protamine; hemostasis was maintained. The groin was closed in multiple layers of vicryl and 3-0 monocryl for skin. The patient was then extubated and transferred to the ICU in stable condition.

Manufacturer narrative:
Additional review reveals at the time the event occurred, the device was not sold or marketed in the us; however was deemed similar to the edwards expandable introducer sheath set. Similar device reporting under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case there was no device malfunction. Therefore this event is not considered to be MDR reportable and a corrected report is being submitted.